Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, local infection / subacute chronic osteitis, immediate implantation, increased sensitivity, inflammation, mobility